Manufacturer narrative:
(B)(4).

Event description:
New information received noted that oversensing issue was discovered during inappropriate auto mode switching (ams) episodes. The patient was not symptomatic. The physician suspected that when the lead was removed from the header the insulation might have been break due to an immediate change in low impedance. The patient was stable and discharged the next day.

Event description:
It was reported that the lead was capped and replaced on (B)(6) 2017 due to oversensing.